Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 18712842.

Event description:
It was reported that the patients ipg eroded through the skin. The patient was administered with antibiotics and was hospitalized. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.